Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure as defective buffer valve. The fse replaced the buffer valve to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated erroneous low ise (ion selective electrodes) patient results which includes sodium (na), potassium (k), and chloride (cl). The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.